Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed severe left-sided pleuritic chest pain. It was determined that the rv was perforated. A lead reposition was performed in 2007. Upon interrogation of the device at follow-up, intermittent pacing and low output were observed. The lead was repositioned again about one week later, once again due to perforation. Post operative testing revealed diaphragmatic stimulation and pericardial effusion. The lead was replaced.